Manufacturer narrative:
Additional product code mnh mni kwq kwp. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 9.0mm titanium matrix polyaxial (spine) screws thread length was not mating with the driver and the screwdriver was unknown. It is unknown if there was a surgical delay. It is unknown if the procedure successfully completed. No patient consequence. This complaint involves two (2) device. This is 1 of 2 for report (B)(4).